Event description:
The customer tested his blood glucose using his contour meter and received a reading of 187mg/dl. He retested using his other contour meter and received a reading of 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call. No product will be returned.